Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013 noted that the patient was seen both on (B)(6) 2007 and had no complaints. On (B)(6) 2012 the patient experienced painful intercourse and urinary urgency and frequency. The patient underwent a cystoscopy and the bladder sling was found to be in good position. A pelvic scan was also completed and revealed normal results. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.